Event description:
It was reported that the right ventricular (rv) lead had chronic impedance rise to high measurements. The lead would also not capture when set to high output. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.